Manufacturer narrative:
Note: submission of this report does not in itself represent a conclusion by the manufacturer that the content of this report is accurate, that the device (s) listed failed in any manner and/or that the device(s) caused or contributed to the alleged death or deterioration in the state of health of any person.

Event description:
AED was deployed for treatment of possible sudden cardiac arrest. Subject was not resuscitated. (B)(4).